Event description:
Patient scheduled for a tracheal resection. Patient has significant cardiac history. Brought to or. Lma placed by anesthesia and bronched by thoracic surgeon. Determined that patient may not require tracheal resection, but rather ent intervention. Patient was kept asleep in the or while waiting for consult by ent. During this time, patient had spontaneous witnessed vfib arrest. CPR begun. Attempted to defibrillate with paddles that were connected to or defibrillator, but paddles were unable to be discharged. A second set of paddles were unable to be discharged. A second set of paddles were connected to the defibrillator and the patient was successfully shocked and converted into a sinus rhythm. Patient was subsequently awakened, extubated, and transported to ICU. Patient was awake, talking, and moving all extremities upon transfer from or. Defective paddles were removed and given to cardiac resource nurse for follow up.